Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate and could confirm the reported issue. The stirrer motor was found to be stuck and thus replaced. Evidence of corrosion has been found on the motor bearing and mostly on the pump shaft which was not able to rotate freely due to the rust residues. Subsequent functional verification testing was completed without further issues and the unit was returned to service. A review of the DHR could not identify any deviations or nonconformities relevant to the issue.

Event description:
Livanova deutschland received a report that during priming the heater cooler system 3t system displayed an error message on the patient side. There was no patient involvement.